Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced dysphagia and vomiting leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure and linx device implantation occurred without issue (B)(6) 2015. Gastroesophageal balloon dilation conducted twice after anti-reflux procedure did not fully alleviate dysphagia symptoms. Uneventful device explant on (B)(6) 2015. Device found in correct position/geometry. Patient in satisfactory condition after explant.